Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided.the field service engineer (fse) inspected the module and determined that the event was due to contamination. The contamination was consistent with poor sample probe cleaning or poor cell cleaning as the sodium hydroxide detergent's (naoh-d) bottle suction tube was incorrectly set and did not reach the bottom of the bottle. He then replaced the sample probe and performed wash water adjustments. He confirmed the module's normal suctioning function by replacing the naoh-d suction tube and priming cell detergent and confirmed the module's performance by mechanical checks with successful results. The naoh-d bottle suction tube was incorrectly set and did not reach the bottom of the bottle. Product labeling states "replacing auxiliary reagents (c 501) caution! Incorrect results due to incorrect insertion of aspiration tube. Insert the aspiration tube so that the end of the tube touches the bottom of the bottle. Do not bend the aspiration tube."the investigation determined the event was caused by insufficient service and operator maintenance.the investigation confirmed the service actions resolved the issue.

Event description:
The initial reporter received a questionable tpuc3 total protein urine/csf gen.3 results from one urine patient sample tested on the cobas 6000 c501 module.the initial result was 38 mg/dl.the repeat result was 23 mg/dl.the qualitative test for total protein (urine) was negative.